Manufacturer narrative:
Continuation of d10: product ID: dcs-c4-18fr; product lot/serial number (B)(6) ; product type: delivery catheter system; implant date na; explant date na; product ID cls-3000-18fr; product lot/serial number (B)(6) product type: compression loading system; implant date na; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 25 days following the implant of this transcatheter bioprosthetic valve, the patient experienced left hemiparesis and slurred speech which was deemed to be an embolic stroke. Thirty four days post implant, the patient experienced another stroke and was placed in hospice. No treatment but comfort care was prescribed. Additional information was received that 38 days following implant the patient died. The cause of death was not received but was reported as non-cardiovascular. It was reported that the death was not related to the valve or its function nor was there any allegation that the valve contributed to the patient's death. An autopsy was not performed and the device was not explanted. The physician reported that the stroke may have been related to calcification in the carotid arteries as carotid evaluation prior to the procedure showed less than 50% stenosis bilaterally. Additional information received indicated that the day following the valve implant procedure fluid overload was identified of an additional 1.8 liters. Intravenous diuretic started twice daily. The patient had been taking a different baseline diuretic. Five days following onset the acute fluid overload resolved. The patient returned to the baseline oral diuretic once daily as well as an additional oral diuretic once daily. The fluid overload was reported as related to the valve implant procedure and not related to the medtronic products. Seven days following the valve implant cardiovascular deconditioning, acute blood loss, and bradycardia were identified. These conditions were also noted as continuing following hospital discharge. As result, occupational therapy (ot) was required following hospital discharge. The patient was discharged 6 days following the valve implant procedure to a skilled nursing facility for rehabilitation. The schedule of the ot or physical therapy (pt) was not known. These conditions were reported as related to the valve procedure but unrelated to the medtronic products. Twenty-five days following the valve implant, during inpatient cardiac rehabilitation the nurse noted the patient became confused and speech became slurred. The patient was transferred to a hospital for further neurological evaluation which confirmed a stroke. The head computed tomography (CT) demonstrated interval decrease in attenuation of the right insular cortex and right posterior frontal lobe cortex and underlying white matter. This was consistent with expected evolution of a right middle cerebral artery (mca) territory infarct. Twenty-six days following the valve implant procedure, acute kidney injury (aki) on chronic kidney disease (ckd) was identified. This was due to prerenal azotemia and contrast induced nephropathy per the nephrology consult. The intravenous fluid (ivf) was changed to hypotonic. A calcium channel blocker and a diuretic were held to avoid hypotension. The physician indicated the aki was related to the valve procedure but unrelated to the medtronic products. The patient was transitioned to comfort care this same date. A repeat CT scan on an unspecified date was performed due to altered mental status (ams). This scan showed a new acute extension of previous right mca territory infarct, which then involved new regions of the higher posterior right front and parietal lobe. Comfort measures provided and the patient was discharged home with hospice. Twenty-eight days following the valve implant atrial fibrillation was identified. Unspecified medication provided. The atrial fibrillation resolved the following date. The atrial fibrillation was reported as possibly related to the valve implant procedure. Hypertension also reported. No treatment for the hypertension nor relationship to the medtronic device or procedure was provided. Twenty-nine days following the valve implant anemia was identified. A drop in hemoglobin was noted but there were no signs of bleeding. An esophagogastroduodenoscopy (egd) identified 2 duodenal ulcers. A blood transfusion, unspecified number of units, was provided but the hemoglobin did not return to baseline. The physician indicated the anemia event was unrelated to the valve implant procedure and unrelated to the medtronic products. A chest x-ray performed approximately 37 days following the valve implant identified pulmonary vascular congestion with apparent increased interstitial edema. No actions were taken. The family elected comfort measures. The physician indicated this congestion was related to the valve implant procedure but unrelated to the medtronic products. The patient was discharged home on hospice and died the following day. The aki on ckd continued at the time of death.

Event description:
Additional information received indicated that the day following the valve implant 1 unit of packed red blood cells was transfused. 40 days following the valve implant 2 prbc units and 1 unit of platelets was transfused. Two days later 1 unit of platelets was transfused.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.